Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with critical pump error. The customer also reported the pump was exposed to moisture and flashing medtronic logo. The customer reported hypoglycemia of 52 mg/dl was treated by carb intake. The event involved product(s) mmt-7040a, mmt-1884, mmt-332a and unomedical. Troubleshooting was performed for pump error and customer was not using the correct battery cap for the pump. Troubleshooting was performed for flashing medtronic logo and that was not a single flash. Troubleshooting was not performed for high blood glucose and pump exposed to moisture. No further complications were reported. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported event or not. It was unknown whether the customer used the auto mode feature or not at the time of event. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and motor. The pump p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, scratched case and cracked case (battery tube). Flashing medtronic logo was observed during analysis due to moisture damage on pcba 1, pcba 2 and force sensor. Unable to test for critical pump error (open book image) alarm due to flashing medtronic logo. Critical pump error (open book image) alarm unknown. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.